Event description:
Caller reported an alarm 2 followed by alarm 26, which was identified as an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ technical support advised the caller to disconnect the tubing from the site, adjust the t: lock, and perform a series of bolus deliveries to address the issue, which initially recurred but was eventually resolved successfully. The customer was instructed to replace supplies as necessary and resume insulin therapy.